Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed opening assessed as fold flaw opening. Anxiety/product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.